Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Review of a scientific article about bi-level vns therapy with different therapy modes at night and daytime revealed a severe sleep-apnea syndrome. In patients with conventional vns therapy systems, without additional autostimulation, the induction of new-onset daytime sleepiness, snoring or apnea was suspected in about 5% of patients based on clinical information provided by the patients themselves or their partners. In patients using vns therapy with autostimulation, symptoms of sleep disordered breathing are reported more frequently, in up to approximately 10% of these patients, however this has not been assessed systematically. No other relevant information has been received to date.